Event description:
It was reported that during device maintenance evaluation, the image on the broncho videoscope presented as noisy due to a faulty charge coupled device unit. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The reported issue of noisy image due to a faulty charge coupled device unit was confirmed. Based on the results of the investigation, the probable cause of the faulty charge coupled device unit was due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.